Manufacturer narrative:
Other, other text: h10 ? Device evaluation results: the affected pneupac ventilator was returned for investigation in used condition. Gas was applied to test the ventilation. The customer reported product problem was replicated. The manometer peaked at (B)(6) at multiple settings continuous flow was noted intermittently. The product problem occurred because of a faulty/damaged manometer gauge. The damage was attributed to the user. The faulty manometer was replaced. The intermittent input manifold was also replaced as a preventative measure.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pneupac ventilator was not venting as expected. The ventilator also had some loose parts inside of it. The knobs were also missing.